Event description:
It was reported that caller experienced a pump malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support to reset the pump, and the malfunction did not recur. Customer was instructed to call back if the issue arises again and was informed they could continue using the pump.